Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2012. 1st inr = 5.3, 2nd inr = 4.3, mean = 4.80, sd = 0.71, %cv = 14.73. The 3.7 inr is excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Recent test conducted on lot 270162 on (B)(4) 2012 meet accuracy and precision criteria. Test results are as follows: donor 207 = 2.3, 2.2, 2.3 inr; donor 208 = 2.0, 2.1, 2.2 inr. All replicates are within the allowable bias (+ or - 1.0) of reference results for donor 207 (2.24 inr) and donor 208 (1.97 inr), respectively. In-house test results have 2.55% and 4.76%, respectively for each donor and are less than 16% cv. No further investigation required at this time. Conclusion: analysis of the client's data from repeat inratio tests ((B)(4) 2012) revealed that test results met precision criteria. Other tests were performed over 3 hours apart. It is reasonable to expect changes in the status of the pt. Root cause could not be determined. Improper storage condition cannot be ruled out as a cause for unexpected inr results or errors in testing. Per product user guide - storage and handling instruction, "store strips at room temperature (below 90f) until expired." No product was expected to be returned, in-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(4) 2012, the 48 discrepant results complaints were reported for lot # 270162 yielding a complaint rate of 0.1143%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code ss4mn which brick lot number 257204 was assigned and packaged into strip lots (270162, 270497, 270158, 270103, 269015 and 269014). The 229 total discrepant complaints have been reported for lot# 270162, 270497, 270158, 270103, 269015 and 269014 yielding a complaint rate of 0.048%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time; no product deficiency has been established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" last week - inratio inr=3.7. On (B)(6) 2012 - inratio inr 1st=5.3, 2nd=4.3. Pt's therapeutic range is 2.5-3.5. Pt self tester did not just recently travel and strips were stored in cargo hold of plane.